Event description:
It was reported that the patient presented to the emergency room with intermittent light headedness and syncope. Upon examination of the right ventricular (rv) lead, it was noted that there was lead noise with inhibition of cardiac pacing on the electrograms. The physician explanted and replaced the rv lead on b)(6) 2022. The patient was in stable condition before, during and after the procedure

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.